Event description:
It was reported that this right atrial (ra) lead exhibited an increase in capture thresholds and undersensing due to a suspected dislodgement. The physician decided to explant and replace this lead. The lead is not expected to return. No additional adverse patient effects were reported.